Event description:
It was reported when using the bd posiflush¿ normal saline syringe, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: some other parts of our facility have had a problem with the 0.9% sodium chloride injection flushes. While injecting the saline all of a sudden the syringe becomes very difficult to inject. This is to the point that you think your IV is no good. The reference number on the syringe that is faulty.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-25 investigation summary it was reported by the medical professional that the syringe is very difficult to inject. To aid in the investigation, three samples were received for evaluation by our quality team. Two samples have the hand written word "bad," and one has the hand written word "good." A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible that units received that are towards the high specification limit are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1116325. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the medical professional that the syringe is very difficult to inject. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that units received that are towards the high specification limit are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1116325. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: some other parts of our facility have had a problem with the 0.9% sodium chloride injection flushes. While injecting the saline all of a sudden the syringe becomes very difficult to inject. This is to the point that you think your IV is no good. The reference number on the syringe that is faulty.